Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported event. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate four similar reports for this system. The root cause could not be determined. (B)(4).

Event description:
A customer reported that the surgeon feels that the cortex was slightly more difficult to vacuum during the first few cases of the day. The occlusion bell did sound. There were no reports of patient harm, nor any reports of delay.